Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump over-delivered insulin. The customer's blood glucose was 4.1 mmol/l at the time of incident. The customer's current blood glucose was 11.2 mmol/l. The customer treated their blood glucose with glucose tablets. The customer stated several individual bolus doses were administered in 45 minute periods yesterday. The customer was able to suspend the insulin pump and treated their blood glucose. The customer suspected a button error issue as the pump was in the customer's pocket. The insulin pump will be returned for analysis.